Manufacturer narrative:
(B)(4): analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Additional information: product was returned. The upper arm/shaft is broken off just forward of the pivot pin. The broken piece was not returned. Optical examination discovered a quasi-brittle fracture, with the fracture morphology suggesting a lateral direction of fracture. The location, direction and amount of force required in order to induce fracture of the jaw is consistent with lateral bend stress overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a minimally invasive discectomy procedure that the instrument suddenly broke during use.